Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a transmission was submitted because the patient received a shock. Review of the information revealed there were non -sustained ventricular tachycardia episodes, over-sensed beats during an episode, a high rate non-sustained episode and possible right ventricular over-sensed beats. A request for additional information revealed the patient is deceased. Information about the circumstances and the cause of death was requested, but not received.